Event description:
It had four medtronic resolute integrity rx cardiac stent implants in (B)(6) of 2012. It had a positive patch test to cobalt. Cobalt is one of the materials in these stents. My allergist diagnosed an allergy to my cardiac stents. My symptoms include; muscle and joint pain, headache, dizziness, balance problems, heat and cold intolerance.